Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that patient faced infusion set pooling event on (B)(6) 2026 which caused painful burning sensations and external drug leakage. Patient faced subcutaneous trauma and chronic development of subcutaneous nodules (hardened tissue) ranging from 0.5cm to 2cm. Patient experienced the symptoms of psychosis, paranoia and hallucinations which caused nighttime disconnect, which subsequently causes severe morning freezing and panic. Patient faced a rare severe infection requiring emergency room intervention and CT imaging and got treated with 10 days course of intravenous antibiotics. The patient also faced hemorrhage and hematoma which caused accumulation of hardened balls of tissue and bruising on stomach. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.